Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the emergency room after receiving antitachycardia pacing and shock therapies for some ventricular tachycardia-2 and ventricular fibrillation episodes. The physician diagnosticated the episodes as atrio-ventricular nodal reentrant tachycardia. No programming intervention was recommended. No adverse consequences happened to the patient.